Event description:
The (B)(4) mgr, received a letter from a pt's legal rep reporting that the pt underwent a surgical procedure to the left femur following a car crash in (B)(6) 2003. After approx 12 months in (B)(6) 2004, the pt experienced severe pain. After an examination it was discovered that the nail was broken. A revision surgery was performed on (B)(6) 2004.

Manufacturer narrative:
Device is not being returned due to on going litigation. If the device or additional info becomes available it will be reported on a supplemental report.